Event description:
It was reported that a patient underwent an initial partial left hip replacement procedure on (B)(6) 2018. Subsequently, a revision procedure due to a periprosthetic fracture was performed on (B)(6) 2018 (this event is investigated in (B)(4)). A further revision was performed on (B)(6) 2018 due to dislocation of the prosthesis (investigated in (B)(4)). The revision performed on (B)(6) 2018 consisted of a prosthesis totalisation. Following dislocation, the patient underwent another revision surgery on (B)(6) 2018 (investigated in the current complaint). During surgery, it was noticed that the insert was completely out and had migrated in the soft tissue.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11 - concomitant medical products and therapy dates: cocr femoral head 12-14 diameter 28; reference : (B)(4); batch : j6089521. An investigation has been performed, consisting of a documentary review and a product analysis. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The surgical reports have been reviewed. There is no element which could explain the dislocation. A dimensional control has been performed. The head has been found conform to the specification. The size of the insert has been confirmed (52/28), the other measures couldn't be analyzed as the insert has been used. The visual inspection shows that there is few scratches and wear marks on the outside of the head, the insert is not damaged. The head and insert were returned disassembled which can be explained by the fact that the head has not been impacted in the insert. The review of the crco head IFU (f212 08/2015) and the avantage insert IFU (f192 11/2014) shows that the head is compatible with the biomet avantage insert. The review of the surgical techniques "doc (B)(4) and "(B)(6)¿ shows that the impaction of the head inside the insert is described. According to available data, the most probable root cause is a user error. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions and asking customer to refer to instructions for use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the insert was completely out and had migrated in the soft tissue.